Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported gripper actuation issue, clip caught on leaflet, and slda were unable to be determined. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, small left atrium, mitral annular calcification, and posterior leaflet curling. A mitraclip ntw was inserted without issues. However, while in the valve, a gripper actuation issue was observed, and the clip became caught on the leaflet. Troubleshooting was performed. The clip was unable to be freed from the leaflet. Although the clip remained caught on a leaflet, it was able to grasp both leaflets. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted, reducing the mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.